Event description:
It was reported that a trial patient was experiencing shocking or jolting sensation. The patient noted that when he felt the jolt/ zap he almost flew to the roof. The patient stated the box was old. When he turned up the stimulation he felt a jolt in the right scrotum. A single wire coming out the left cheek was what he was seeing. The patient was not noticing any symptom relief since a day prior to this call. When he turned it on he has "somewhat limited success, a very small amount of natural urination several times for the day and would still need to catheterized 300cc out ¿, but ¿patient had been only a day and a half with this on." The patient had setting at around 0-1 he tried to turn it up to 2 and the stimulation was uncomfortable. The patient was on the trial for 12 days and then will have his post op. The patient had question about on standing or sitting with turning up stimulation. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient had a urinary tract infection (uti) before the trial and had to take 3 rounds of antibiotics. The patient was also on a heavy dose of polyflex after phase 1 and after phase 2. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that patient first settings used during the trial "was really terrible, because patient was getting shocked and had it changed." In the 1st situation, patient was getting nothing and then all of a sudden patient would be shocked and jump to the ceiling. The patient reported that during phase 1 the stimulation was below 1.0.